Event description:
In following up on a report of a blood leak from a gambro clinic (MFR report # 1423500-2005-00796) baxter product survillance was notified of an additional blood leak that occurred in 2005. No additional details surrounding this incident have been made available form the clinic to date.